Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: what do you mean by "suture breakage from needle swage point while using"? Please clarify, did the suture thread break into 2 pieces or did the whole suture thread pull off/separate/detach from the needle swage location? Suture thread detached from needle swage location. When event occurred- pre-op- before use on patient while dispensing/handling the suture-needle device? Or intra-op- during use on patient while suturing? It happened during use on patient while suturing. Device evaluation: it was reported that the device had performance pull off suture needle. It was received for analysis an unopened sample of product code eh8030, lot mgr948. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. Suture breakage from needle swage point while using. No adverse patient consequences were reported. Additional information was requested.